Manufacturer narrative:
On 20-dec-2021, mentor received additional information regarding the procedure. The procedure type was primary breast reconstruction. On 12-jan-2022, it was found that there was a typo in the implantation date on the initial report. Manufacturer's reference number: (B)(4). The correct implantation date was (B)(6) 2020. The relevant field has been updated.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wrinkling, anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast reconstruction with a 610cc mentor memoryshape breast implant and experienced postoperative left-sided cutaneous contour deformity and anisomastia. As a result, the patient underwent unilateral removal and replacement with a 680cc mentor memoryshape breast implant (left catalog #: 3341404, left serial #: (B)(4)) on (B)(6) 2020. During the revision, fat grafting was also performed to treat the cutaneous contour deformity. The patient¿s dob was estiatmed as (B)(6) based on available information.